Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system check out. There was no patient connected to the anesthesia workstation at the time of the event. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that after replacing the patient cassette, the experienced issue was solved. Despite multiple requests for information and logs, none have been received. The received information is not enough to draw any conclusions about what caused the reported pressure transducer test failure during system check out apart from the fact that replacing the patient cassette solved the issue. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).